Event description:
It was reported that the device had over infusion of furosemide (lasix). Clinician stated the pump was programmed at 0700 to infuse 5mls/hr with a volume to be infused (vtbi) of 100ml. When the pump was checked at 1300, the 100ml bag was empty. Additional information provided: the lasix was manually programmed using the guardrails drug library. Additional medication infusing at the time of the event was piperacillin-tazobactam 4500mg. The furosemide (lasix) was dose was decreased to 3mg/hr. Per the investigation report the infusion was incorrectly programmed at a rate of 133ml/hr. And a duration of 45 minutes. Per the investigation report the infusion was incorrectly programmed at a rate of 133ml/hr. And a duration of 45 minutes. From the report it appears that the IV bag emptied after this programming change, not between approx. 7am-1pm as previously reported. The patient remained stable. There was patient involvement but no harm.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the probable root cause of the reported over infusion of furosemide is being attributed due to a user error. The facility reported that the dose was decreased to 3mg/h; however, the log review confirmed that the user programmed a furosemide (100mg/100ml) infusion at a rate of 133ml/h and allowed to infuse for 45 minutes. The returned device was fully evaluated, and no anomalies were observed during laboratory testing. Time rate accuracy, over infusion and IV disposable set leak procedures were performed to verify the functionality of the suspect pump module returned by the facility. All tests were passed successfully. The event date was not provided; however, the facility indicated a time span of occurrence from 0700 to 1300 (7:00 am to 1:00 pm) and from 0800 to1400 (8:00 am to 02:00 pm). The logs were attached to the emails sent by the facility for analysis. During the review, no activity was found that matched the time provided by the facility. However, infusions of the same drug and parameters were identified at different times on different days. On 12 may 2025 at 4:05 pm, the event log showed that the suspect pump module was attached to concomitant pcu and powered on. The pump module was assigned to channel b, and the user selected ¿no¿ to new patient. The profile in use was identified as ¿adult general.¿ 12 may 2025 from 4:05 pm to 4:06 pm, the suspect pump module (s/n 14046715) on channel b was selected. The user programmed a guardrails drugs primary infusion with the following parameters: drugid = 174 furosemide cont (100 mg/100 ml), rate = 5 ml/h, vtbi = 100 ml for an expected duration of 20 hours. The infusion was started. Immediately after initiation, the pump module alarmed ¿door open¿ followed by ¿door closed.¿ the user restarted the infusion. Primary volume infused (pvi) = 6527.62 ml (accumulated from prior infusions). At 6:48 pm, the infusion was paused and restarted 20 seconds later. Pvi = 6541.06 ml. 13 may 2025 from 1:12 am to 1:15 am, the infusion was paused and restarted. Pvi = 6573.09 ml. From 1:18 am to 1:30 am, the pump module alarmed ¿occlusion patient side¿ twice. The user restarted the infusion after each alarm. Pvi increased from 6573.28 ml to 6573.36 ml. From 6:49 am to 7:38 am, the pump module alarmed ¿occlusion patient side¿ eight (8) times. The user restarted the infusion after each alarm. Pvi = 6600.71 ml. At 7:55 am, the infusion was paused and restarted 15 seconds later. Pvi = 6602.17 ml. From 1:01 pm to 1:05 pm, the infusion was completed and switched to keep vein open (kvo). The pump module was then channeled off and remained idle. Pvi = 6627.99 ml. Subsequently, the pump module was selected, and a new guardrails drugs primary infusion was programmed with the following parameters: drugid = 180 furosemide inter (100 mg/100 ml), vtbi = 100 ml, expected duration = 20 hours. However, the calculated rate was 133 ml/h, resulting in an estimated duration of 45 minutes. The infusion was started. Pvi = 6627 ml. From 2:09 pm to 2:11 pm, the pump module was selected again. A guardrails drugs primary infusion was programmed with: drugid = 174 furosemide cont (100 mg/100 ml), rate = 5 ml/h, vtbi = 100 ml. The infusion was started, then paused after 30 seconds, and the pump module was channeled off. Pvi = 6728.08 ml. From 2:24 pm to 2:29 pm, the pump module was selected again and a new infusion was programmed with: drugid = 174 furosemide cont (100 mg/100 ml), rate = 5 ml/h, vtbi = 95 ml. The operation was canceled due to inactivity. At 2:52 pm, the pcu was powered off.inspection of the returned administration set revealed a section of tubing that was kinked after the drip chamber. However, testing of the incident administration set showed no issues or anomalies in its performance. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the input information it receives either manually or remotely with respect to volume to be delivered and fluid selected. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, bd alaris¿ system with guardrails¿ suite mx user manual (v12.1), it states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pump module s/n 14046715 (w.o.) 01998603 the pump module was disassembled during the investigation; please ensure proper assembly and torque screws as required. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Root cause: the probable root cause of the reported over infusion of furosemide is being attributed due to a user error. The facility reported that the dose was decreased to 3mg/h; however, the log review confirmed that the user programmed a furosemide (100mg/100ml) infusion at a rate of 133ml/h and allowed to infuse for 45 minutes. The returned device was fully evaluated, and no anomalies were observed during laboratory testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.